Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy with no broken skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisone 10 for the rash. Outcome of the irritation is unknown.